Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was unknown. The customer insulin pump was replaced.

Manufacturer narrative:
The pump was received with no button response on the esc button due to an unlocked keypad connector on the lcd board. Unable to verify the compromised force sensor system alarm due to no button response. Unable to perform the displacement, basic occlusion, occlusion, prime, excessive no delivery or self tests due to the unresponsive buttons. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.